Event description:
On (B) (6) 2008, the pt reported that, when he was changing his cartridge today, he noticed a large amount of insulin in the cartridge chamber of his infusion device. He stated the cartridge had been in the device for 2 days, but this was the first time he noticed any moisture. He said he examined the cartridge but could not see any damage to it. The pt stated he did not push or pull the cartridge while changing it. The pt switched to his backup infusion device. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.